Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A torcon nb advantage angiographic catheter was used in an angiography for the brachial artery. It was reported, the catheter separated into three pieces during the procedure. As it was difficult to change the catheter, the device was held by hand to take the angiography. Additionally it was reported a second separation of the catheter occurred. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Corrected information: access was gained via the femoral artery. Investigation - evaluation: a review of the complaint history, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends, quality control, and visual inspection of the returned device was conducted during the investigation. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. One used torcon nb advantage angiographic catheter was returned for investigation. When the device was received it was noted that the catheter was in three pieces: the catheter, hub and strain relief. No glue was noted inside of the hub or on the proximal end of the catheter. Both sides of the hub had rough surfaces, which appear to have been created from a medical tool (i.e. Hemostats, etc.). The catheter was 106.7 centimeters (cm) in length. The distal tip was angled. Compressions were noted 1.2 cm, and 2.2 cm from the proximal end. Glue was noted inside the strain relief as well as the exterior of the hub neck. The catheter was confirmed to have an open lumen. Gluing of the catheter to the hub is completed by the following validated process: "place specified glue needle in the glue port of the fitting and press pedal to administer glue. Glue should fill the entire pocket area. Small portion of the glue seeping out of the distal end of the fitting must be visible. As glue is dispensed, visually watch for good spread of the glue in the glue pocket. Shake and lift shaft to insure glue gets under the shaft." Based on the information provided, examination of the returned product, and the results of our investigation, the root cause for the separation was determined to be operator error as the operator dispensed the majority of glue to the exterior of the hub, instead of the interior of the hub. As a result, an adequate bond was not created between the catheter and the hub, which allowed the catheter to detach when a significant amount of force was used on the hub by the customer. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.